Event description:
The operator of a laboratory automation system observed patient results associated with an incorrect sample identification number. The laboratory reported results for the sample later determined to have an incorrect sample identification number but there was no allegation of harm. The laboratory issued corrected reports. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation of this event by a review of system data loggers and interview of the user has determined that a sample tube was placed into a centrifuge carrier associated with another sample ID following a mechanical issue with the centrifuge. The laboratory automation system instructions for use require a centrifuge to be cleared of all samples following and mechanical issue and the user did not perform this task. As a result the sample ID's were mismatched for the tubes in question. The root cause of this event is user error caused by a failure to adhere to the manufacturers instructions for use.